Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead exhibited episodes of post paced t-wave oversensing. The lead was reprogrammed. Patient condition is unknown.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited oversensing. No programming changes were made. The patient was stable throughout.